Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on her back under the wires and vibration box and also under the right breast area. Rash is described as raw. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician recommended the use of an over the counter, (B)(6) cream. Follow up indicated that the irritation is improving.